Event description:
On (B)(6) 2014, it was reported that the up and down buttons on the patient's infusion device were only functioning intermittently and the soft components of the up and down buttons were worn off. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).